Manufacturer narrative:
Concomitant medical products: product ID: asm0113-01, product type: rns rbt device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to vertebral compression fracture from trauma using fixation with screws and rods. It was reported that the plan was done the morning of the procedure after obtaining a CT scan. The surgeon discussed with the manufacturer representative to plan screws relatively close to the midline as they wanted to do a wiltse approach. The surgeon planned to send each trajectory, mark the incision point on the skin with a marking pen and then connect the dots up to make an even incision. The surgeon wanted two bodies above and below the fracture at t11. Medial skives at t9 and t10 were noted during planning. During setup of the system, a 3-point accuracy test was done and the rbt device timed out of the first trajectory. The representative tried again and the rbt device hit all three points rather quickly. For the procedure, the hover t platform was used. The representative suggested air planing the bridge slightly to contour to the patient's anatomy. The head pin was secured in the spinous process of t6 and the mis bridge bisected pedicles and rested on the skin firmly. Registration was achieved using the complex algorithm on the first attempt. The representative indicated they would try to capture all six vertebral bodies, but two separate registrations may be necessary. All six vertebral were able to be successfully captured with great matching values. T11 was used to register off of and visual verification was done by the representative and approved by the surgeon. The guided portion of the procedure was done first as there was little need for decompression. After registration, the rbt device was sent to the first trajectory, t9 left. A prompt on the system screen stated "screw is unreachable, please send from different station or adjust plan' came up. The same screen showed up eight times throughout the case. T10 left was then chosen and hit the trajectory in about 1 minute and 25 seconds. The incision was marked with a pen. T9 was adjusted and the rbt device was successfully resent to the trajectory. The incision was marked. The same sequence was continued down the left side and then up the right side. A total of four trajectories timed out before they were either re-planned or sent from another station. When t9 was sent again for instrumentation, the rbt device timed out even though the trajectory was re-planned and had been sent to the trajectory. The trajectory was replanned again and the incision was fell lateral to where the incision had previous been marked. This was not ideal since the surgeon had spent an hour marking the incision line. A total of 3 trajectories timed out during the instrumentation phase of the case. T11 right had a k-wire fall out while the surgeon was tapping so it had to be resent. T9 to l2 required 12 trajectories. Each one was sent twice, once for marking the incision and one for instrumenting. 8 trajectories timed out and 1 k-wire fell out, so the trajectory was resent. There was a total of 33 trajectories for the case for a total of 1 hour and 49 minutes of time with the rbt device. The surgeon was not happy with the length of time it took and all the timing of the rbt device. All trajectories were sent accurately. The representative mentioned that the c-arm tech had rolled over the bnc cable and broke it so not that many shots were saved.